Event description:
In 2001, a single lumen lifeport device was placed through the left subclavian vein. On the event date, pt was sent to radiology for chest x-ray which demonstrated fracturing of the catheter at the subclavian entrance. Part of the catheter was found loose in the superior vena cava and right atrium. The foreign body was successfully removed.